Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, there were bent pins on the trunk cable connector. The cause of the code 204 is the bent pins. The root cause of the bent pins is excessive force when mating the connector while the pins were misaligned. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.